Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complaint alleged that during functional testing, the device's lcd screen was found to be damaged and clinical information could not be read. Complainant indicated that there was no patient involvement in the reported malfunction.